Event description:
It was reported that the right atrial lead exhibited high capture thresholds and p-wave amp variation. An x-ray was performed, and it was discovered the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.